Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of chest pain, and sent in a carelink transmission, which had no strips in the report. The device data collection was found to be off, so the rep turned it on. The device is still in use. No further patient complications have been reported as a result of this event.